Manufacturer narrative:
(B)(4). - supplemental MDR - safety mechanism difficult to activate (safetyglide). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916 batch#:4143073 it was reported that the bd needle sftygld 25x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We had a safetyglide needle 25g x 1¿ ref # 305916, lot # 4143073 that the safety would not extend as if the arms were fused on either side of the safety hinge.